Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices. In addition, it was determined that, although this device experienced normal battery depletion, it declared eol earlier than previously estimated. This estimation is calculated based on several factors and results may differ slightly among longevity estimate tools.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device notified for changeout and was unable to meet the expected longevity. However, ocular check was negative of inconsistencies and passed alternate longevity calculator.

Event description:
Boston scientific received information that this implantable pacemaker still had three years remaining several months ago. Latest check showed magnet rate (mr) of 85 and heart rate (hr) of 50 bpm with ventricular pacing only. Boston scientific technical services (ts) discussed that the device reached end of life (eol). The data three years ago may have been incorrect due to an unknown cause as the device showed for more than ten years. This pacemaker was explanted for normal battery depletion. No additional adverse patient effects were reported.